Event description:
The customer reported intermittent v3 when doing a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported intermittent v3 when doing a 12 lead ECG. There was no reported adverse pt impact. The philips repair bench evaluated the device and found the measurements panel was faulty. The measurement panel was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. We consider this a malfunction of the measurement panel where v3 was intermittent when doing a 12 lead ECG.